Event description:
Hcp reports the patient presented for a refill in august 2003. It took the physician 10 minutes to find the refill hole and an 18 gauge needle was used for pump access. The patient presented a few days later with a small amount of swelling, redness, warming and tenderness in a 4 inch spread over pump pocket site. The patient is using a non-steroidal cream at the time but it does not appear to be working. The patient is now seeing a dermatologist and an allergy test will be performed. A follow up report will be sent when additional information is obtained.